Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of discomfort could not be confirmed via laboratory testing. Correction/removal report number: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg was protruding through the skin. It was also reported the pt's physician would explant only the ipg at this time due to pt's condition. Follow up determined the pt's ipg was explanted.